Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: appendectomy. According to the reporter: staples did not form properly. It was found the anvil was bent. Another device was used to complete the case. Additional resection of damaged tissue was reported.